Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account reports the stent was placed in the patient on (B)(6) 2017 for lung cancer and tracheal stenosis (neoplasmatica). After 5 days the stent was removed because the patient experienced granulation around the stent edge, breathing problems and persistence of large amounts of purulent content. After removal it was noticed that the size of the stent was incorrect from what was on the label.

Manufacturer narrative:
One unit was returned for evaluation. The complaint is confirmed. The root cause is attributed to the manufacturing process. A review of the complaint database was performed and no similar complaints for this lot number were found. A review of the device history record was performed and no exception documents were found.